Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer was able to successfully complete a bolus after loading a new, empty cartridge and will replace supplies as necessary to resume insulin therapy.